Manufacturer narrative:
On 11-sep-2015, an fse conducted follow-up with the customer to address the reported event. Fse performed troubleshooting with the customer and found an intermittant diluent error occuring. Diluant 2-way solenoid valves and a syringe pump were replaced and their proper operation was verified.. The customer then ran qc and passed. The most probable cause of the reported event was due to 2-way solenoid valve failure. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015, a customer reported error 2012 air detected diluent with their aia-360 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.